Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6) 2013. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2013-03203. It was reported that post a stenting treatment procedure, the patient experienced itching palms, shortness of breath and chest discomfort. In (B)(6) 2005, a 2.5 x 8mm taxus express2 monorail was implanted in the left anterior descending artery (lad) without issue. In (B)(6) 2012, two additional stents were implanted in the lad, both were 2.25x16mm promus element plus stents. After the promus element plus stents were implanted, within a week or so, the patient reported itching palms, shortness of breath and chest discomfort. The patient was hospitalized and cardiac injury post stent implant was ruled out. Her medications were changed, plavix was removed, and the symptoms eventually resolved. The symptoms of itching were noted to have lasted approximately 3 months. There were no additional patient complications reported and the patient¿s status is ok.